Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other): initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6)

Event description:
The customer reported intermittent and inconsistent display of o3 values. Per the customer this issue has occurred in five cardiac rooms. No consequences or impact to patient were reported.